Event description:
It was reported that patient underwent a total knee arthroplasty in 1995. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a fractured locking bar after a patient fall. During the procedure, wear of the tibial bearing was noted. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown, device info - unknown, date implanted - approximately 20 years ago, PMA/510(k) number ¿ unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of medwatch 1825034-2014-09177 associated with patient (B)(6). This medwatch 1825034-2015-00282 is considered closed at this time.